Event description:
Surgical intervention to exchange poly inserts occurred for pt with a total knee replacement.

Manufacturer narrative:
Surgical intervention to exchange poly inserts occurred for pt with a total knee replacement. Review of the device history record indicates that the device was manufactured to specification.